Event description:
Reporter alleged that the customer received the results of 579 mg/dl and 108 mg/dl back to back within 10 minutes on the compact plus system. Reporter also alleged that hours later, the customer received the results o 236 mg/dl, 94 mg/dl and 98 mg/dl back to back within 10 minutes on the same compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.